Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the reported issue was confirmed and replicated. This issue is a symptom of a bricked unit. Upon visual inspection, no issues were found that would be related to the reported event. Performed bench testing on this unit and confirmed that unit is bricked. Unit was installed on the known good in-house and tower monitor did not show full display and power button kept flashing blue which attributes to the complaint. As a result of these findings, failure analysis was able to conclude that the tegra module is the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a field service activity, the field service engineer (fse) noticed that the tower was amber while the other carts were powered on. The fse hard cycled and powered up each cart individually. The robot and console powered up normally, but the tower did not. The fse stated that the site mentioned that generator testing was normally done on tuesday mornings, but were unsure if it was moved to today. There was no report of patient involvement.